Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the bearing had corrosion and was damaged, and the tip and leg of the device were drilled. It was determined that the neuro-tip was bent/damaged. It was further determined that the device failed for visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the craniotome device had an undetermined malfunction. During service and evaluation, it was observed that the neuro-tip was bent/damaged, and the tip and leg of the device were drilled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.